Manufacturer narrative:
H2, h3, h6: the returned fiber tip was analyzed. It was confirmed to have been burnt. Codes b01, c07, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(6), ubd: 09-dec-2024, UDI#: (B)(4). H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that a melted tip was discovered on the posterior catheter when it was taken out after the surgery. During the ablation, there was a small spot of blooming artifact seen on mr thermometry, which was noted to possibly be blood. The surgeons were comfortable with continuing on with the ablation, as this did not change the patient's management. The laser front panel was set to 15 watts. For each ablation, the power used was 7.5w for 48 seconds, 10.2w for 53 seconds, 8.1w for 53 seconds, and 10.8w for 20 seconds, at this location (most distal). It was noted that the surgeon allowed the fiber to cool back down to basal temperature (37°c ) if a phase reference was reset. One pullback was performed. Two ablations were performed, initial and pullback. It was noted that the event likely occurred at the initial position, as that was when the fiber was most distally located in the catheter and the pullback ablation was only done at 7.5w. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that there was only one fiber/catheter that experienced an issue. The spot of blooming was expected for the procedure.